Manufacturer narrative:
Pt information not provided by reporter report date 04/21/2017- date 3m management made the internal decision to file an MDR report for this complaint. 3m completed a retrospective complaint review. This report is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report.

Event description:
Customer reported curos jet caps were placed on the IV tubing needleless connectors. Customer reported IV fluids were noted to be leaking from the needleless connector/ curos jet cap connection located in the middle of the IV tubing. The curos jet cap was removed and replaced with a curos cap with foam. IV fluids were reportedly infusing and no harm occurred to the patient.